Manufacturer narrative:
Product event summary: the lead was returned and analyzed. No anomalies were found. However,the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that one day post implant lead dislodgement was suspected due to unstable thresholds. It was also noted that there was placement difficulty. Additionally, the patient experienced heart block because of loss of capture on ventricular pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that one day post implant lead dislodgement was suspected due to unstable thresholds. It was also noted that there was placement difficulty. Additionally, the patient experienced heart block because of loss of capture on ventricular pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.